Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer contacted tandem technical support stating that did not know how to complete the load process and stated it was possible had loaded the cartridge without performing the load process. The customer's blood glucose (bg) levels were 250 mg/dl. The customer delivered a correction bolus to address bg level. The customer was able to successfully load a cartridge during troubleshooting with tandem technical support.